Event description:
A surgeon reported that during surgery, the choroid was damaged by the laser. After analysis of the event log by the service center, it appeared that the surgeon did not select the "good doctor settings" (proper) configuration the second time he used the laser. The procedure was delayed 30 minutes. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).